Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded and the outer coil exposed at 8.7 cm to 9.3 cm from the connector pin due to friction to the device can and at 31.6 cm to 33.0 cm from the conn nector pin due to friction to another implanted device.